Manufacturer narrative:
Product analysis#: 254355596, analysis information: (B)(6) 2020 10:55:13, cst pli#:10, product ID: 3058. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. H6: codes 213 refers to only the ins. Codes 3252 and 4315 refers to the lead. Code 10 refers to both ins and leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# j0454671v, implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0454671v, implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled for an ins replacement and potential lead replacement/revision surgery. The surgeon opened the pocket site to remove the existing device and as the old ins was removed and the pocket inspected, the surgeon noticed a copious amount of clear white fluid. It was also observed that the surrounding tissue was completely white which was unlike any previous pocket they had seen. The surgeon loosened the setscrew and removed the old ins from the lead. They then observed a crystallized white substance hardened onto the titanium casing on the top of the ins near the silicone hub. Due to the fluid, pocket discoloration, and crystallized substance they decided to abort the replacement procedure as they felt that a potential infection existed or a reaction to a leaking ins. Once the ins was removed, the surgeon began to remove the lead. They became concerned when they attempted to free the lead wire from the surrounding tissue as instead of easily removing the tissue from the lead wire, they struggled to remove it from one location. They wanted to know if there could be a crack or break in the silicone coating that would allow tissue growth. The entire system was removed. No further complications were reported.